Event description:
It was reported that this patient with a pacemaker presented to the hospital due to a syncopal episode and a c2 cervical fracture. Upon interrogation, this pacemaker was found to be in safety mode. This pacemaker was explanted and returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was subsequently returned and this report will be updated once analysis is complete.